Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the cassette leaked from the back during priming stage. Procedure completed with no patient harm. A sample has been requested for evaluation.

Manufacturer narrative:
This is the third complaint for the finish goods lot and the third for this issue. The device history record review shows the order was built and released per specification. The returned wet sample was visually inspected and no obvious defect was found. The ball in the drip chamber¿s check valve moved freely per specification. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. No occlusion was observed in the tubing insertion to the probe engine. A pressure leak integrity test was performed and functioned within specifications. No damage or leakage was observed on the cassette and the manifolds. The sample failed intraocular pressure (iop) calibration and generated a system message code. The consoles received signal amplitude (rsa) values associated with failed priming sequences were reviewed and found to be non-conforming. The rsa value is computed and used by the console software while monitoring fluid flow through the consumable cassette. The console will generate system message code(s) and disable iop control if the rsa value decreases below the threshold limit at any point during priming or surgery when the iop function is enabled. After testing the sample was pressure leak integrity tested and functioned within specification. No damage or leakage was observed on the cassette and the manifolds during testing. Analysis of the returned wet sample revealed that the customer¿s event is related to non-conforming rsa values associated with the cassettes. Dimensional features along with the cassette¿s manufacturing process appear to be the major contributing factor in low rsa values. Additionally, the rsa value is known to fluctuate during the use of the cassette and can also vary depending operator factors which are not reproducible in the laboratory environment. A cassette with a marginal rsa may also result in the customer¿s reported event. No leakage was found during testing. An action was opened to determine a root cause and implement an appropriate corrective action for complaints of a similar nature. Quality assurance has isolated and identified the major contributor to rsa and has taken action to optimize the component dimensions for the consumable cassette. Quality assurance will continue to monitor customer complaints and will take action for any future occurrences as is deemed necessary. Consumables manufacturing management has been made aware of this complaint. (B)(4).